Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6(b), e1, h6.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device assessed as fold flaw opening. Delamination of the diaphragm valve assessed as adhesive failure. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 02/16/2024.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.